Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro battery indicating crews are having to replace batteries too frequently due to battery degradation. The device was in use at the time, however, there are no reports of delays nor patient impact.

Event description:
This report is based on information provided by philips remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro battery indicating crews are having to replace batteries too frequently due to battery degradation. The customer reports the crew is coming back after taking a fully charged unit, complaining that the battery was almost flat after their first job. This was noticed by the customer after their initial use and allegedly was down to 20% after that first job. The customer performed a battery endurance test in house to troubleshoot but results were no conclusive. The device was in use at the time, however, there are no reports of delays nor patient impact was made.